Event description:
The patient developed an iatrogenic pneumothorax following a radio frequency ablation of his right lung. A chest drain was inserted and the valve was attached. Within minutes the patient experienced breathing difficulties and a tension pneumothorax was diagnosed. The attending doctor performed a needle stab to the chest to relieve the pressure and inserted another drain. The diaphragm inside the valve was found to be saturated and had "stuck" allowing air back into the chest. The patient survived.

Manufacturer narrative:
The product was not returned to assist in our investigation; therefore, we are unable to determine with certainty the root cause for the reported difficulty. However, based on the information provided, it is possible that the chest drain may have been incorrectly connected (backwards). It should be noted that each device is 100% vacuum tested, prior to release. In addition, the device has instructions printed on it, which indicate the correct end to attach the chest drain as well as the appropriate flow direction. We have notified the appropriate personnel and will continue to monitor this device.